Manufacturer narrative:
The device evaluation is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer reported their acuity central station display does not turn on. There was no report of any pt harm as a results of the reported event. Note: block a, the customer did not provide any pt info.

Manufacturer narrative:
The suspect sony display was returned to welch allyn and evaluated. Troubleshooting revealed that the backlight failed after 10 years and 6 month of use. A backlight is a form of illumination used in liquid crystal displays (lcds). Welch allyn provided a new display to the customer.